Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with degenerative disk disease and discogenic pain and underwent following procedures: interlumbar interbody fusion l4-5. Posterior nonsegmental instrumentation l4-5. Laminectomy with discectomy l4-5. Exploration of fusion, l5-s1. As per op-notes, ¿ a 12 mm peek spacer was then packed with rhbmp-2/acs and put into the disk space. Then decortication was performed, and remaining rhbmp-2/acs was mixed with hydroxyapatite and placed in the posterior lateral gutters.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.